Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00073, 0001825034-2021-00074, and 0001825034-2021-00075. Medical devices: vanguard cr interlok fem - rt 65 catalog#: 183008 lot#: j6790687; series a pat std 31 3 peg catalog#: 184764 lot#: 878230; vngd cr tib brg 10x63/67 catalog#: 183420 lot#: 515470. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain and possible allergic reaction three months post-implantation from a right knee total arthroplasty. No revision has been reported. Attempts have been made and no further information has been provided.